Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the hospital and is in a coma and non-responsive; cause was not clear. Tandem technical support was unable to troubleshoot or obtain additional information due to customer's condition.